Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0bwa3, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's therapy helped a little, but not like they thought it would. They were regretting having it implanted. They noted that they had to wear a pad every day of their life. Over the couple of weeks prior to the report, they noticed straight, brown lines going up their back, similar to burn lines, and had back pain. They had also lost weight and, initially, thought they were stretch marks, but stated that they were decidedly different than their current stretch marks. It was noted that the implantable neurostimulator (ins) had not moved or shifted. It was also noted that, upon touching the lead wire, it felt hard, which usually was not the case. It was also noted that they were using a heating pad. The patient had also started taking some old antibiotics because they thought they may have had a kidney infection. They were a little better on the day of the report and hadn't gone to the emergency room, yet. It was stated that they felt stimulation and was able to connect to it on the day of the report. They increased the stimulation to about 2 volts, then decreased it. They noted that they hadn't had any falls, but were in the process of moving. They had an appointment scheduled with a new healthcare professional (hcp) for (B)(6) 2016 at 2 p.m. It was also reported that the patient had a bad kidney infection on (B)(6) 2014 that got into their lead. They stated that they thought they were going to die and could barely walk into the emergency room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.